Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: peritoneal dialysis improves quality-of-life in a left ventricular assist device destination therapy patient - a case report. European heart journal - case reports (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding peritoneal dialysis in a ventricular assist device (vad) patient. The article reports a patient with a history of renal dysfunction who was implanted with a vad. Their post-operative period was complicated by acute tubular necrosis treated by continuous veno-venous hemofiltration (cvvh). They had several hospitalizations for fluid overload of renal etiology with good vad function. A few years later, the patient was hospitalized because of acute renal function worsening with anuria due to contrast nephropathy after a computed tomography scan for abdominal pain. After 18 days of cvvh, renal function recovered. The patient was re-admitted for congestion. Echocardiography showed adequate left ventricular unloading and a good rv function. The vad values were normal. With intravenous furosemide they became euvolemic but remained dependent on intravenous diuretics. At this time, optimization of hemodynamics with inotropes did not improve renal function illustrating that the renal dysfunction was irreversible. The patient started dialysis. The peritoneal dialysis (pd) catheter placement was complicated by an abdominal wall hematoma treated by temporary interruption of antiplatelet therapy. A year later the patient was re-admitted because of congestion despite intensification of the pd scheme. The patient had become anuric within this period. After 3 weeks, the patient was hemodynamically stable, without intravenous medication and with stable ultrafiltration on the new pd schedule and was d ischarged. Approximately a year later, the patient developed herpes zoster encephalitis and subsequently died. The status/disposition of the vad is unknown. Further follow up did not yet yield any additional information.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available log file screenshot did not reveal any anomalies. Raw log files were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history of renal dysfunction and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.